Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she had an implantable neurostimulator (ins) replacement in (B)(6) 2015 due to normal battery depletion and damaged wires that may have been disconnected or moved. No potential event cause or symptoms were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.